Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had high thresholds of 3.5v@0.6ms. Sensing was 1.4mv and impedances 628. The physician felt this was a micro-dislodgement so the lead was repositioned. New values were sensing: 5 mv, impedances 750 and thresholds 0.5v@0.5ms.